Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that an attempt was made to place the 3.0 x 8 mm promus stent delivery system (sds) over a bmw guide wire. The guide wire needed to be reshaped, so both devices were pulled out rapidly. When the balloon of the sds was examined by the tech, to make sure it was still intact, it was found that the stent was not there. The stent implant was found in the packaging and is assumed to have dislodged during prep. There were no reported pt effects. No additional event or pt info is available. You are receiving this MDR from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering reviewed the incident info. Potential causes for stent dislodgement prior to use, may include, but are not limited to, positive pressure during preparation for use, negative pressure during sheath removal, or forced sheath removal. To help ensure this type of issue is not the result of mfg, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. It is possible that handling during preparation for use contributed to the reported stent dislodgement. Although there is no indication of a product quality deficiency, a conclusive cause for the reported stent dislodgement could not be determined.